Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the time and date in the pump was not keeping accurately. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/31/2015. Device evaluation: the device has been returned and evaluated by product analysis on 03/19/2015 with the following findings: the pump's black box showed the time and date resetting to default following a pump reboot event at 7:28pm on 01/23/2015. The time was then manually set to 7:53pm at 01/23/2015. A manual time change was observed from 6:45pm at 01/26/2015 to 6:49pm 01/26/2015. A timekeeping accuracy test was performed and the pump maintained the time accurately during the 5 day duration test. When the pump was left without power for 1 hour and powered back on, it had returned to the default time and date. The pump was opened and the internal battery was found to be leaking. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.